Event description:
Spontaneous call from patient's husband who reports pump serial number (B)(4) has been beeping every couple of hours with no error. They are also unable to change the reservoir volume back to 100ml. Asked for a new pump to be sent. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes- being returned did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver. .